Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin delivery was suspended. There was no reported adverse effect to the customer's blood glucose level due to the reported issue. Although requested by tandem technical support, the customer declined troubleshooting or to provide additional information.